Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally, the healthcare professional reported rupture of the implant according to magnetic resonance, crease/folding of implant, and capsular contracture had a baker grade of iii-IV. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, brown particles, crease flat, weight to the spec. A microscopic analysis was performed which an opening striated on the anterior side consist in the use of some surgical tool. Based on the device analysis the final assessment is: a striated opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported capsular contracture baker grade iii-IV, rupture, and crease/folding of implant. The device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported 'patient presented capsular contracture" unknown baker grade. The device remains implanted.